Event description:
(B)(4) study. Same patient as MDR ID#: 2134265-2013-00251, 2134265-2013-00252. It was reported that during a coronary artery stenting treatment procedure, the patient had plaque shift post stent deployment. In (B)(6) 2010, the patient presented with chest pain and cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending artery (mid lad) with 70% stenosis and was 30 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75x38mm taxus liberte stent. Following post-dilation, ivus was performed. Ivus revealed good stent expansion and apposition with plaque shift into the diagonal branch, which was treated with low pressure dilation of the ostium of the diagonal branch resulting in less than 10% residual stenosis. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).